Manufacturer narrative:
H3: product analysis: product ID# 9560100; lot# 1810001 after visual and optical examination, it appears that moisture could be detected inside the optical system. Traces of usage are seen around the scope. Could be that the scope was leaking at the proximal as well as on the distal end. Due to this leakage, moisture could get into the scope and influence the image. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via a manufacturer representative regarding a device used for spinal therapy. It was reported that the image had cloudiness during inspection and has poor airtightness. There was no patient involvement reported. There were no further complications reported regarding the event.

Manufacturer narrative:
G2: country of event - japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.